Manufacturer narrative:
One embolectomy catheter was received inside a damaged shipping tube. The round outer tube ((B)(4)) does not appear to be the original box the customer received the product in as it is not damaged. It appears the broken catheter tube was repackaged prior to sending back to edwards. The gray tube is broken 17 inch proximal of the bottom end of the gray tube. The shrink seal was still attached around the clear adaptor cap. The other around the IFU has been removed. The catheter was found to be bent where the outer tube was broken. The complaint was confirmed and appears to be related to shipping of the product. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Event description:
It was reported that the catheter appeared to be received "repackaged" by (B)(4). The shipping tube was bent/broken. There were no patient complications reported.